Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range (oor) pacing lead impedance (pli) measurement of greater than 2000 ohms and pacing not delivered when required. X-ray was performed and a fracture was confirmed. The rv lead was capped and was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.